Manufacturer narrative:
This is 3 of 3 reports (3rd MDR). The device is not available to the manufacturer.

Event description:
It was reported that during the basilar artery stenosis procedure, following delivery of the microcatheter to the proximal of the occlusion segment, an attempt was made to deliver the subject guidewire to pass the occlusion. However the distal tip of the subject guidewire was found to be fractured when passing through the occlusion segment. The physician attempted to remove the subject guidewire with the microcatheter but it could not be removed. A balloon catheter was used to reach the fractured section of the subject guidewire and was dilated to catch the subject guidewire and successfully remove it from the patients body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 returned to manufacturer on - updated . D9 product available to stryker ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, guidewire was seen to be fractured at 184cm from the proximal end with the core and platinum wire exposed. The distal tip fragment was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after delivering a microcatheter to proximal of the occlusion segment, the operator tried to deliver the subject guidewire to pass the occlusion but after several tries (push and rotate) the operator found the distal of the subject guidewire was not moved with the proximal handling. The operator thought the subject guidewire fractured so he withdrew the microcatheter and guidewire out together. The operator tried to withdraw the subject guidewire out together with microcatheter but the fractured part was not removed together with the microcatheter. So the operator used a balloon to reach the fractured guidewire part and dilated the balloon to catch the subject guidewire between the middle catheter and the balloon and then took it out of patient's body. Additional information provided by the customer indicated continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The type of surgery is chronic internal carotid artery occlusion and the wire was torqued to overcome the resistance. The device was returned for analysis and it was confirmed that the distal end of the guidewire had been fractured. The patients anatomy was not tortuous, however there was chronic occlusion to the treatment site, which is likely to have caused difficulties when crossing the occlusion and the device was torqued to overcome the resistance, this is likely to have caused the subject guidewire to fracture. An assignable cause of procedural factors will be assigned to the as reported and analyzed event of guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. This is 3 of 3 reports (3rd MDR).

Event description:
It was reported that during the basilar artery stenosis procedure, following delivery of the microcatheter to the proximal of the occlusion segment, an attempt was made to deliver the subject guidewire to pass the occlusion. However the distal tip of the subject guidewire was found to be fractured when passing through the occlusion segment. The physician attempted to remove the subject guidewire with the microcatheter but it could not be removed. A balloon catheter was used to reach the fractured section of the subject guidewire and was dilated to catch the subject guidewire and successfully remove it from the patients body. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.